Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check the day following the implant procedure on (B)(6) 2019. Upon interrogating the pacemaker, the device exhibited an erroneous parameters alert. The device was successfully reprogrammed back to nominal settings. No patient symptoms were reported and the patient was discharged from the hospital.